Event description:
It was reported that the customer was hospitalized due to high blood glucose of 27mmol/l. It was stated that the night before the customer had high glucose and took three boluses of 13.0 units and the glucose level did not drop. Then the infusion set was changed, but the customer was very ill the next morning and ended in the hospital. It was stated that the doctor requested the device be replaced. The programming and settings were correct. It was mentioned issues with multiple no delivery alarms. Advised to call back when the tubing clamp is available to perform the high pressure test. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.